Event description:
On (B)(6) 2013, the replacement was done because of the patient's swelling on affected area with suspicion of pseudotumor but no pain. The inside of stem neck and head taper were blackened. It was found metal liner was partly blackened and the appearance of the joints seemed to be affected by metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found one other report against the 2212282 lot code. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search found no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found one other report against the 2212282 lot code. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search found no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Addendum added (B)(4) 2014. Conclusion and justification status: following receipt of notification of unavailability of information, it was confirmed that insufficient information had been provided to complete any further investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.